Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
In this event a customer indicated that a protaper universal rotary file separated during use. The patient was referred to a specialist, who was unable to remove the piece. The broken piece was incorporated into the filling.